Manufacturer narrative:
Summary of evaluation: the evaluation results could not verify the reported complaint and suggest that this event is not device related but rather is associated with intra-operative technique.

Event description:
After the acetabular liner was impacted into cup, the surgeon determined the liner was loose. During trial reduction, it popped out. The surgeon tried to re-insert, but it was too loose. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.